Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. Prior to the device implant, axillo-axillary bypass surgery was performed. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. Subsequent follow-up imagings showed that the diameter of the aneurysm shrunk to 33mm. No issues were reported. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 38mm. No endoleaks were reported. The cause of the aneurysm enlargement was reported to be unknown. The physician elected to monitor the patient. On (B)(6) 2015, the patient expired due to lung cancer. According to the cro in (B)(4), no further information is available.